Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. The investigation is inconclusive, as the device was not returned for evaluation. It is possible that the reported "rattling" is associated with a broken component; however, as the device was not returned, the event is inconclusive. Although the root cause for this event is unknown, it could be supplier related due to over-processed resin. The information provided by bard represents all fo the known information at this time. Despite good faith efforts to obtain additional information, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device failed to fire and a rattling noise was heard as though something was broken. No patient injury was reported.